Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer programmed a bolus, the pump calculated a bolus amount that was more than expected. Reportedly, the contact was unable to perform troubleshooting or provide the specific bolus amount observed. To address the issue, the customer overrode the recommended bolus amount and delivered the accurate bolus amount. There was no impact to the customer's blood glucose level.